Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered an esophageal fistula requiring surgical intervention, cerebrovascular accident, and resulted in the patient's death. On (B)(6) 2015, patient underwent ablation procedure which included bilateral pulmonary vein isolation and cavo-tricuspid isthmus line for prevention of atrial flutter. The procedure was completed with no complications. No linear lesions performed. During procedure, patient had continuous esophageal temperature monitoring. No rises in esophageal temperature above 37°c detected. Esophageal temperature probe moved to parallel ablation catheter movements. Smarttouch ablation catheter was used with stockert 70 generator. Deflectable agilis sheath was used. Power from ablation catheter decreased to 25-30 watts while ablating posterior wall. Patient discharged on proton pump inhibitor for esophageal protection. Patient experienced brief recurrence of atrial fibrillation shortly after ablation but spontaneously converted back to normal sinus rhythm. On (B)(6) 2015, patient reported to his family that he did not feel well. On (B)(6) 2015, patient developed fever but did not seek medical attention. On (B)(6) 2015, patient presented to emergency department in febrile state. It was thought that he had a urinary tract infection. While in the emergency department, patient suffered a stroke. Brain computed tomography revealed air and there was suspicion for atrial esophageal fistula. He was transferred emergently to (B)(6) hospital. On (B)(6) 2015, he was brought to the operating room where atrial esophageal fistula confirmed. Both lesions were repaired. On (B)(6) 2015, patient expired. Multiple attempts have been made to obtain additional clarification to this complaint. However, no further information has been made available.